Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At the current time the piece of metal remains in the patient, with no reported harm or consequence to the patient. Should mitek receive any additional information; regarding a change in the patient¿s condition, or if the piece of metal is removed from the patient at some point in the future, the complaint file will be reopened and updated at that time, and a follow-up report will be filed.

Event description:
A customer¿s or manager reported that an acl repair patient from (B)(6) 2008, had a recent x-ray which revealed an approximately three inch long piece of metal in the soft tissue at the back of the thigh. The piece of metal is thought to be from a 15 inch long nitinol guidewire that was used in the surgery on (B)(6) 2008. No determination has reportedly been made as to whether or not the piece of metal will be removed from the patient.